Event description:
It was reported that the end user was exposed to blood while using the bd cathena¿ safety IV catheter, which had "2 lengths on unit". No further information has been provided by the customer to date. The following information was provided by the initial reporter: stated end user had been exposed to blood while using a 20g cathena. Unknown due to having 2 lengths on unit.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end user was exposed to blood while using the bd cathena¿ safety IV catheter, which had "2 lengths on unit". No further information has been provided by the customer to date. The following information was provided by the initial reporter: stated end user had been exposed to blood while using a 20g cathena. Unknown due to having 2 lengths on unit.